Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer stating they had "problems" with the first ins. The patient further clarified the health care professional (hcp) had to go in for a second time "with the wires or something" in (B)(6) 2015. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7438, serial# (B)(4), implanted: 2009, product type: programmer, patient. Product ID; 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v170161, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 7482a40, serial/lot #: (B)(4), ubd: (B)(6) 2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient that reported they changed the battery in the programmer as it was indicating low before. They checked the battery status and the programmer 9v battery light and it was green-ok. There was no indicator light at all for the implantable neurostimulator (ins), only the 9v battery. The patient did not have the battery over their chest. They tried again with the programmer over the ins and there was still no battery indicator. They saw their managing physician 3 months prior to report and they were told that the ins would need to be replaced soon. The patient was shaking. It was a gradual change in therapy/symptoms. The patient was implanted for essential tremor. Additional information received from the consumer reported that the circumstances that had led to the shaking and the patient programmer issues was that the battery expired. The unit was replaced, however additional surgery will be required because the new unit was not compatible with the old wires. Additional information was received from the consumer stating they had "problems" with the first ins. The patient further clarified the health care professional (hcp) had to go in for a second time "with the wires or something" in (B)(6) 2015. No symptoms or complications were reported or anticipated.